Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump screen was blurry when insulin pump gets hot and did not always alert. The customer¿s blood glucose level was 215 mg/dl at the time of incident and current blood glucose level was 147 mg/dl. The customer¿s other blood glucose level was 179 mg/dl, 171 mg/dl, 172 mg/dl, 249 mg/dl, 233 mg/dl and 68 mg/dl. Customer recalls receiving any alarms since high blood glucose was found no delivery. Customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer reported that the customer did not allege insulin pump was under delivering. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.